Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The tight-banding/fibrosis rate seen (62 worldwide incidents out of estimated 140,000+ procedures performed to date) is approximately (B)(4)% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient reported "tender and knotty" tight-banding/fibrosis in her underarm down to the arm. The treating physician prescribed cortisone and prednisone (steroids) along with otc ibuprofen. Note: the treatment date or date of event was not provided.